Event description:
Baxter received a report that an infusor leaked from an unknown location during storage. The device was filled with a 230-ml solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: per the reporter, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received nine unused companion samples for evaluation. The reported condition of a leak was not confirmed. Visual examination of the units showed no evidence of physical abnormality. A leak test was performed by filling the reservoirs with green-colored water and monitoring the devices for 24 hours. After the leak monitoring period, no evidence of leak was detected anywhere on the units. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as these are single-use devices which will be discarded. No other observations were noted on the units

Manufacturer narrative:
(B)(4). Baxter received nine unused companion samples for evaluation.